Manufacturer narrative:
Results: the ace68 was fractured approximately 116.0 cm from the hub and the support coil winds were exposed. The ace68 catheter shaft was bent along its length approximately 25.0, 55.0 and 85.0 cm from the hub. The ace68 was fractured and, therefore, could not be functionally tested. Conclusions: evaluation of the returned ace68 revealed that the catheter was fractured. If the device is forcefully retracted out of its packaging tray without removing the top portion of the tray, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparing a penumbra system ace 68 reperfusion catheter (ace68) on the back table for a medical procedure, the hospital staff found that the ace68 was broken upon removal from the packaging of the penumbra system ace 68 hi-flow kit (kit). The damage to the ace68 was found prior to use, therefore, the ace68 was not used in the procedure. The procedure was completed using a new ace68.